Manufacturer narrative:
Product event summary: analysis found that the programmer printer was missing. As a result the printer was added. The stylus was also replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on and the stylus was broken. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the programmer could not print and the stylus was broken. As a result the printer and stylus assembly were replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.